Event description:
Customer called to report that she had high blood sugars all day and when she removed the pod from her body the canulla appeared bent. The device is being returned for evaluation.

Manufacturer narrative:
Pod run data indicates a normal run for the last 60 pulses in memory. The cannula has two kinks and a partially closed tip, but fluid still flowed when the reservoir was pressurized; so there was no evidence of product related occlusion. Some of the damage to the cannula could have been caused by kinking after removal of the pod from the skin or while shipping back for evaluation. There is no indication these kinks led to a fluid delivery problem. No other problems seen. The pod was examined visually for any other defects or abnormalities that may have caused a failure of the device. None were noted. The results of the evaluation were inconclusive. The product user guide instructs the user to "check the infusion site frequently for proper cannula placement". It also suggests that the user should check their blood glucose levels frequently, so that they can notice and react quickly and appropriately to any issues.